Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. An sjm representative met with the patient and confirmed the ipg is inoperable. The patient has not used or charged her system in approximately two years. Surgical intervention took place on (B)(6) 2016, at which time, the ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.